Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: hospital staff complained that technical event:233004 (autozero error qaw/paw) and technical event:233003 occurred again while using this c1 with ncpap. He therefore discontinued the use of this c1 and replaced it with another ventilator. No patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: hospital staff complained that technical event: 233004 (autozero error qaw/paw) and technical event: 233003 occurred again while using this c1 with ncpap. He therefore discontinued the use of this c1 and replaced it with another ventilator. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested.